Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr t/l powerpicc catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 3cm and 4cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 7mm longitudinally aligned split. ¿ tensile strength weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ the catheter material was visibly lighter in color at the fracture site. ¿ the split affected the large lumen only indicting that this lumen was the lumen involved in over-pressurization. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Additionally, a kink impression was observed within the split site and it is possible that the catheter was kinked during infusion procedures. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the facility to the sales representative, leaking was noted at the 5 cm mark on a PICC. The catheter was removed and a longitudinal cut reported. No patient injury reported.